Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that four to five pre-filled remodulin cassettes in last three months wasted early due to no disposable pump alarms on cadd legacy pumps. No further details provided. Cadd cassette 100 ml with flow stop. No patient injury was reported.